Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, upon the first firing of the device, the fired clip was loose fitting. A second clip (which remained open) simply fell out of the applier when the trigger was released, following the first firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l91m4r. The er320 device was returned for analysis and upon inspection the jaws were found to be yielded and misaligned. In an attempt to replicate the reported incident the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 scissored clips due to the misaligned condition of the jaws. In addition, the device locked out as intended. It is known from the history of the device that the yielded condition of the jaws may lead dropping/ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. In addition, an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.